Event description:
Patient called approximately seven weeks after the insertion of supereagle punctum plugs in both the right and left eye. A soft, fibro-vascular tissue formed underneath the plugs pushing them out. The plug was removed from the left eye on (B)(6) 2009. Since the removal of the plug, the excess tissue sloughed off and the punctum returned to normal. The second plug was removed from the right eye on (B)(6) /2009. As of (B)(6) 2009, the doctor is planning on removing the excess tissue.